Manufacturer narrative:
Customer is still trying to locate the complaint sample. A follow-up report will be filed once the investigation is completed.

Event description:
Patient had a bilateral breast revision on (B)(6) 2013 with placement of jackson-pratt 10fr. Round drain which stopped working post-operatively despite milking on several occasions. When the drain was removed, it was noted the hub was abnormally short. The patient underwent surgery on (B)(6) 2013 for removal of the remainder of the j-p drain.